Manufacturer narrative:
The supplier provided an investigation of the retained samples. Retained samples were investigated for the following: visual inspection functional test - strength between gauge chamber and top cover functional test - safety mechanism test functional test - locking force between gauge chamber and needle hub functional test - unlocking force between gauge chamber and needle hub no non-conformities were observed during the visual inspection or functional tests. No root cause could be determined. Supplier provided the following potential root causes: manufacturing defect: inadequate assembly of the safety mechanism system the fitment of the top cover with the gauge chamber may not be appropriate. The strength of the top cover may not be per the specification/requirement. User error: the top cover may have been broken/detached due to mishandling of the device. Batch manufacturing records were reviewed. No non-conformities were observed during the review. Supplier provided conclusion: on the basis of results obtained from the testing employed on control samples, we can say the product does not contain a manufacturing defect. The below testing performed with the control samples confirms the product meets the specified requirements: 1. There were no non-conformities observed during the visual inspection. 2. The fitment of the top cover with the gauge chamber was per the specification/requirement. 3. There were no safety mechanism failures observed in the samples during testing. The likely possibility is that the top cover may have been broken/detached from the gauge chamber due to mishandling of the device.

Event description:
This feedback includes two-part numbers with the same issue: 1612-84260 curaslide xc 24g x 0.75in (lot#: 31416/0879). 1612-84220 curaslide xc 16g x 1.25in (lot#: 10889/0913). A piece of plastic was inside the hub of the catheter.